Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a short crack on the intraocular lens (iol) upon injection of the iol into the patient's eye. It was indicated that there were no medical or surgical interventions such as explant, unplanned vitrectomy and/or sutures planned/carried out and that this procedure completed as a routine surgery. No further information was provided.